Event description:
No new information has been provided by the customer.

Manufacturer narrative:
Updated: b5, d8, h2, h3, h6, h11. The device was not returned to olympus for inspection. Additionally, the investigation found that due to damage on the plug unit, the monitor shows a black screen with no image, and it never returns to normal. Based on the results of the investigation, it is most likely that the probable cause is that the damage to the plug unit and the short circuit on the circuit board may have affected the image output, potentially causing the event you described. However, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchofibervideoscope had no image. The issue was found during preparation for use of the device before the patient was in the room. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.